Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection performed with naked eye and magnification revealed damaged patient line tubing to the connector. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine). Testing revealed a leak through a hole in the patient line tubing. The reported condition was verified. The cause of the reported issue was determined to be a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a disposable set was leaking. The patient was not connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. The patient stated that the patient line was leaking and that it seemed that the tube was cut by the connector. There was no patient injury or medical intervention associated with this event. No additional information is available.